Manufacturer narrative:
One t3 platform switched tapered implant (bopt6510) was returned for investigation. Visual inspection of the as returned product identified damaged platform and collar attributed to the removal process. The device could not be functionally tested for the reported failure (pain). Additionally, measurements could not be taken since it was damaged. Pre-existing condition noted was low bone density type iii. The device had been implanted on tooth # 3 for approximately 1 year. X-ray or picture images were not provided and no other information was provided. DHR review for the lot: (2018021141) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot: (2018021141) and no similar event or complaint was found. December post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified since it is a medical condition that could not be verified through visual inspection of the returned device. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer . G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that an integrated implant (bopt6510) was removed due to unremitting pain. Tooth location 3.